Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings:during investigation, all the keypad buttons were responsive to user input. No physical damage was found tot he keypad. The keypad was removed no contamination or physical damage. The unresponsive keypad button complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked at the threads to the threads to the left side of the grip pad, from the threads to the grip pad, and from the case seal traveling to the grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/29/2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow on the keypad were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.